Event description:
At the end of the procedure, after removing their gloves, cath lab technologist noticed blood around nail bed and under nail of right index finger. The glove was examined, and a pinhole was found. No known puncture occurred during the procedure. Both the cath lab technologist (male/(B)(6)) and the patient (male/(B)(6)) had blood work drawn. The patient was not a known infectious patient. Lab results were received by the customer (not shared with cardinal health), and no other follow up was needed.

Manufacturer narrative:
The actual glove involved was not available; however the customer was able to provide representative samples. The device history record was reviewed and no discrepancies were observed. Historical trending was done. A review of the statistic control and in-process testing data showed all parameters and glove physical property and dimension (tensile strength, thickness) were within specification during the manufacturing period. The returned samples were submitted for thickness testing (cuff, palm and finger) for barrier test, physical property and dimension test; and the results confirmed that there was no pinhole and all physical properties and dimension were within specification. The actual cause for this complaint could not be determined. Though the actual cause of this complaint could not be determined , an on-going process improvement has been implemented. We will continue to monitor complaints for such issues.